Event description:
Additional review determined this event was also reported under MFR. Rep. # 3004209178-2012-05468. All future follow-up will be conducted under this MFR. Rep (# 3007566237-2012-01582). Additional information received reported that the patient was doing great.

Manufacturer narrative:
Product ID 3093-28, lot# v955822, implanted: 2012-(B)(6), product type lead product ID 3037, product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset condition was reported. During a stage 2 implant procedure, electrocautery touched the ins. The following day the 8840 programmer asked for the serial number when trying to communicate with the ins. After programming the ins no programs were showing. Additional information has been requested, but was not available as of the date of this report.